Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. In addition, the customer reports that due to the inability to test, she experienced "shaking, perspiring and felt faint". Her husband administered one glucose tablet and gave her orange juice to help counteract her symptoms. There was not report of death, serious injury or third party medical intervention.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.